Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the handset was lagging at 90 percent. The patient stated that it took a long time to connect and deliver a bolus. The patient takes 9 boluses per day. The agent reviewed the information and assisted the patient with clearing the data. The patient stated that they have had this issue for "quite a while, maybe 3-4 months". However, the issue was resolved via troubleshooting. The patient mentioned that they saw their managing physician today, but it was not regarding their pump. The patient mentioned that they have noticed telemetry issues if they have their personal cellphone right next to their pump handset, so they keep the devices separate now.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.